Event description:
A pt reported blood glucose results of 144 mg/dl,102 mg/dl, 98 mg/dl and 97 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.